Manufacturer narrative:
Event date: 9/14/2021. The physician was observed using excessive torque on the insertion tube causing buckling while placing forceps through the instrument channel during an unknown procedure. During pre-cleaning, the customer did not suction air, use the air/water channel adapter, mh-948, or flush the auxiliary water channel. The scope was mishandled when removing the scope from the storage cabinet. The user allowed the distal tip hit the bottom of the scope cabinet. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The user facility was provided with information on the correct brushes and pricing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
Over a three day timeframe, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing methods performed on the evis exera iii scopes in-house. During this onsite visit, the evis exera iii gastrointestinal videoscope was observed to be reprocessed incorrectly. There were no reports of patient harm associated with this event. This event is related to patient identifiers: (B)(4).

Event description:
Additional information was received from the user facility. According to the user facility, after the final report is provided by olympus, this event will be addressed with personnel. Additional patient identifier: (B)(6).

Manufacturer narrative:
Updated field: b5 this supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and additional information provided by the user facility. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with instructions for use (IFU). This issue is addressed in the IFU: the operational manual warns the user on the handling of the device: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the IFU (reprocessing manual) warns on insufficient reprocessing as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU details each reprocessing process in ¿chapter 2 function and inspection of the accessories for reprocessing¿. Olympus will continue to monitor the field performance of this device.